Event description:
Left knee replacement [knee arthroplasty]. Discomfort [discomfort]. Difficulty walking up stairs [gait disturbance]. Knee pain [arthralgia]. Did not experience any improvement in knees [device ineffective]. Case description: spontaneous report received on 12/16/2009 from a (B)(6) female pt with a history of osteoarthritis and previous synvisc injections in both knees on unspecified dates in 2008, initials a-b, who experienced discomfort (nos), trouble walking up stairs, knee pain, had a whole left knee replacement and reported that she did not experience any improvement in her knees after starting synvisc. The pt received 3 injections one week apart in both knees on unspecified dates in 05/2009. The pt reported that she did not experience any improvement in her knees after the synvisc injections. In 07/2009, she underwent surgery to the left knee for a whole knee replacement. She reported no improvement after the surgery, and she still had discomfort and difficulty walking up stairs at the time of this report. She took "pain pills" (unspecified) for her knee pain, but she got sick from the "pain pills" and stated that they "eat up" her stomach and make her feel crazy. At the time of this report the outcome of the pt was unk. (B)(4) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.